Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and discovered a hole in the corresponding tubing and verified waste sump errors. The fse replaced the tubing and performed wash all cuvettes, which resolved the issue. The fse also performed calibrations and ran qc.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak in the hydropneumatic (hydro). The customer was unable to directly report where the leak was coming from, but indicated that the leak was on the top of the hydro, under the reaction carousel. The customer also stated that several problems occurred with the waste sump not draining. No injury was reported.